Event description:
MDR=yes. Si report. An x-ray noted the right ventricular (rv) lead pulled back but not dislodged; suspect twiddler's syndrome. Additional surgical intervention to remove the rv was performed and is considered a si to the patient.